Event description:
It was reported that the check clutch, plunger error and motor not running occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. The keypad was scratched. There were check clutch and motor not running errors in history. The technician performed the flow test. The motor not running error was duplicated: however; the technician could not run pump to check for clutch error. The root cause of the reported issue was found to be the main board was not seated into the extrusion which cause the motor not running error shortly after an infusion. The technician checked the alarm history and noticed the clutch was released during an infusion causing the check clutch error. The technician seated main board onto extrusion.